Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged battery compartment, a bubbled dso seal, and a damaged battery door. Functional testing was unable to duplicate the reported issue; however, it did reveal a similar alarm. It was determined that the pwa board was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited error 44509 during infusion. There was unknown patient involvement.